Event description:
Allergan rec'd an emailed voluntary medwatch report (B) (4) from a hosp reporting the following: "the pt had a laparoscopic gastric band procedure [number of years] years ago. Since the procedure, the lap band port separated and the pt had to have surgery about [number of weeks] weeks ago to have the lap band port replaced. The lap band port will be sent to the MFR for further investigation." Follow-up with the reporter of the event is in progress and any possible new info will be forwarded to the FDA upon receipt, as well as the device analysis results if the device become available to allergan, and any other info requested by the FDA.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and partial implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis of testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."